Manufacturer narrative:
The product was returned for investigation. The display showed no error during the investigation (no missing or fainted segments). The circuit board shows no contamination or defect that could temporarily lead to the complained error. The error the customer alleged could not be reproduced. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time and is not expected to be returned. The investigation is ongoing. Unique device identifier (B)(4).

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter that could lead to a misinterpretation of results. The customer stated that she was getting an "error 8 or seeing an arrow with an 8". The customer replaced the meter's batteries. The customer performed a meter display check and 888 with all the segments were displayed. The customer checked the meter's memory, and noticed "an arrow and 8." The customer did not report seeing 8.0 inr and there was no inr next to the result. The customer confirmed the result was not greater than 8.0 inr.